Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Visual evaluation identified that both slots on the hub attachment tube had broken off. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that the tabs on the end of the ar-8973-01 fibulock jig where the nail fits onto were broken off somehow. Nothing affected the patient or was broken off inside the patient. The rep reported the breakage must have happened in the wash after the previous case or something prior to the case. The issue made for a difficult case but the end result was perfect. See source data and image attached.